Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella cp support the patient experienced high purge pressure without alarms. The cassette was changed without resolution, and tissue plasminogen activator was added to the purge to treat for thrombosis. Additionally, a hematoma developed and heparin was subsequently withheld. Impella was removed the next day and patient did not require pharmacological support, remains vented, and the presentation of compromised neurostatus. Doctor will discuss next steps for plan of care with family.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported high purge pressure (hpp), thrombus, and access site bleed has been completed. The pump and data logs were returned and evaluated. There was biomaterial found wrapped around the impeller blades and the outflow cage. Although no hpp alarms were seen during investigation, the purge pressure was seen rise up to 1000mmhg. The root cause of the high purge pressure issue was biomaterial found wrapped around the impeller blades and purge gap reducing the purge flow as a result increasing the purge pressure. The root cause of the access site bleeding issue was not determined since insufficient clinical information was provided. The instructions for use for impella cp with smartassist for use during cardiogenic shock and high risk cpi in section: using the automated impella controller with the impella rp with smartassist system catheter states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ added-d9 device return date, h6 med dev prob code 3012, h6 component code 925 in accordance with updated procedures, section d6 has been revised from the initial submission.